Manufacturer narrative:
Additional manufacturer narrative: in this case, the annuloplasty ring was explanted after an implant duration of 1.6 months and was replaced by a bioprosthetic valve for unknown reasons. Our sales rep, through follow up with the surgeon, has confirmed that the explant was not due to a malfunction of the device. The surgeon has disassociated the ring from the event, but has not given a reason as to why the ring was explanted. The device is not available for return and evaluation as it was discarded by the hospital. No operative report or patient history has been provided. Conclusion: there are many factors that could result in the need to explant an annuloplasty ring and replace it with a bioprosthetic valve, the most common of which is regurgitation. These complications can have many root causes, including, but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, there is no patient history, no operative report and no cause as to why the device was explanted and replaced. Without additional information from the health care provider, we are unable to conclusively determine the root cause for explant of this device.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device was explanted after an implant duration of 1 month 18 days (1.60 months) due to unknown reasons.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
On (B)(6) 2011, a response was received through sales indicating the explant was not due to a malfunction of the annuloplasty ring. The ring was explanted and replaced by a valve for unknown reasons. The surgeon has not provided the reason for explant but "clearly disassocates the device from the event."